Manufacturer narrative:
Infusion products global customer support operations. This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer reported problem was confirmed. There was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8100 error 210.6020. Account name: (B)(6). Account #: (B)(6). Asset name: 8100 pump module v9.33.0. Asset location: (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: biomed has a 8100 unit giving him a 210.6020 error. Sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: had biomed press the keys on the keypad. The restart button did not feel right. Recommended to replace the door assembly due to a faulty keypad. Biomed will repair unit.